Event description:
It was reported to philips that the system displayed an alert indicating "select boot device", which can impact booting. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that select boot device message was displayed on data monitor during system startup. The rse instructed the customer to press the esc key to resolve the issue. After pressing the esc key, the system was returned to use in good working order. The codes were updated based on the investigation outcome.